Manufacturer narrative:
Expertise files analysis revealed that the two pdf reports did not correspond to the same patient files, explaining why they are different. In the file generated upon interrogation with the smarttouch tablet, the residual longevity was not computed because the atrial lead impedance measurement could not be performed. No issue is suspected on the subject pacemaker.

Event description:
Reportedly, it was observed that the estimated residual longevity was not displayed in a pdf report generated by a smarttouch programmer, while it was displayed in a pdf report generated by an orchestra plus programmer.

Event description:
Reportedly, it was observed that the estimated residual longevity was not displayed in a pdf report generated by a smarttouch programmer, while it was displayed in a pdf report generated by an orchestra plus programmer.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it was observed that the estimated residual longevity was not displayed in a pdf report generated by a smarttouch programmer, while it was displayed in a pdf report generated by an orchestra plus programmer.